Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect as the pt had loss of bladder control. The pt could not feel the stimulation and was having to go to the bathroom "more." The pt was using program 1 at 1.4 volts, and this was the only program she could "really" feel stimulation. The pt could not feel anything on program 2, and the pt had to go "really high" on program 3 to feel anything. The pt had gone on "some" roller coaster two weeks ago, and then over the last week the pt's symptoms started. Additional information has been requested, a follow-up report will be sent if additional information becomes available.